Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Pump primed properly. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime fill anomaly, failed battery test and no delivery alarm on the insulin pump. Troubleshooting was not performed. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.